Manufacturer narrative:
Date of event: (B)(6) 2018 date of report: 02aug2019 . The field service engineer (fse) evaluated the device and reported condition was verified in the diagnostic log. The power management (pm) printed circuit board (pcb) was replaced. The ventilator passed all tests and operated within the manufacturing specifications. The power management (pm) printed circuit board (pcb) was received for failure investigation. The power management (pm) pcba was tested and no failures were identified. The error code could not be duplicated. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator generated an error relevant to backup alarm test failure. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported.